Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was oversensing noted on both right atrial (ra) and right ventricular (rv) leads. The patient did not receive any inappropriate therapy due to lead noise. The leads were capped on (B)(6) 2018. Patient was stable post procedure.